Manufacturer narrative:
(B)(4). Concomitant medical products - p/n 00801803602 femoral head l/n 61840986, p/n 00631005836 liner l/n 61386067, p/n 00771101020 femoral stem l/n 61743010, unknown acetabular cup. The devices were not returned for evaluation. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that case was scheduled as an acetabular revision only. Trunnionosis and heterotopic ossification was suspected. Upon entry to the joint, it was evident that there was significant trunnion wear and corrosion. The head and liner was replaced. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.